Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of undersensing due to low sensing were observed on the right atrial (ra) lead. Background noise was also observed due to high gain. The issue was resolved by reprogramming the device. The patient experienced no consequences.